Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle tip broke. It was reported that during a meniscal root repair surgery, a scorpion handpiece was used, and when the stitch was passed through the root, the tip of the root broke. No patient harm was reported.